Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of peritonitis. There is no evidence that supports the patient¿s peritonitis event was caused by a liberty cycler/ liberty cycler set malfunction or product deficiency. The patient had concomitant constipation which can be a predisposing factor in developing peritonitis due to transmural transmission of bacteria. Additionally, the organisms enterococcus faecalis and klebsiella are organisms that are normally found in human intestines; therefore, the patient¿s peritonitis was most likely associated with the patient¿s comorbid condition of constipation. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A patient on peritoneal dialysis (pd) therapy contacted customer support for a patient line alarm that occurred during fill one of the pd treatment with the liberty cycler. The patient reported they were going to the outpatient pd clinic to have their pd catheter (not a fresenius product) checked. The patient completed pd treatment using manual exchanges. The patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient¿s pd effluent was cultured, which grew the organism enterococcus faecalis and klebsiella. The patient was diagnosed with peritonitis; treatment rendered was unknown. The pdrn stated the patient had concomitant constipation which was believed to have caused the peritonitis infection. The patient is reportedly recovering from the event and continues pd therapy without further reported issues.